Event description:
The manufacturer received information alleging a ventilator inoperative error message occurred while the bipap a30 silver series device was in patient use. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no patient harm or injury reported with this notification. During the evaluation of the device at the third-party's service center, an error code related to three (3) reboots occurred within twenty-four (24) hours was observed in the device's error log by the third-party's service technician. This information was not received from the customer, and it was located in the device's error log from 2023. There is no information that suggest this particular error had reoccurred since that time. There was no information available regarding if there were any repair(s) that were done by the customer. The third-party's service technician did not observe any factors contributing to this error occurring on the device. There were no findings made available to the cause of this issue. No repair was performed for this issue. At this time, we are unable to confirm the alleged malfunction. The manufacturer believes they will be unable to gather additional information. Additional findings not related to the malfunction/issue the third-party's service technician found two additional error codes unable to write to event log and error in verifying the flash drive format on device start up. The third-party's service technician replaced the main printed circuit assembly (pca) board to address these two error codes. In addition, the third-party's service technician recognized the overlay was damaged on the device. The third-party's service technician replaced the device's user interface panel to address this issue. After replacing these parts, the third-party's service technician performed the functional and run-in testing on the device. The device had passed the functional and run-in testing for this device. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.